Event description:
It was reported to philips healthcare that during diagnosis of a 55 year old female patient, the heartstart mrx shut down. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.